Event description:
On (B)(6) 2012, an obese female patient whose age is in the seventies and with a primary disease of colorectal cancer underwent abdominal incisional hernia repair through an anterior approach. Intraoperatively two different sheets of c-qur tacshield were placed in the preperitoneal space and secured to the peritoneum with pds sutures to repair the hernia orifice of 30 cm in the upper and lower quadrants of the abdomen. The antibiotic was concomitantly administered intravenously along with the hernia repair. In (B)(6) 2012, just three weeks following surgery, the patient presented with abdominal pain and was identified as having symptoms of wound infection. Drainage was performed in the patient. The pus was noted filled between the tacshield and the skin and subcutaneous necrosis was noted. On the same day, the patient was re-admitted to the hospital and the tacshield was removed in the hospital ward. Intraoperatively, the wound was lavaged. The patient was noted developed fever and presented with impaired consciousness even though she was not in the life-threatening condition. As at reported, the patient has been in the hospital and has been delivered parenteral nutrient through a tube. It is estimated that the patient will be required to be in the hospital for approximately two months in order for the patient to be able to cleanse the affected area by herself since the affected are has been cleansed twice daily. The physician indicated the potential of the event being an obesity-related incident.

Manufacturer narrative:
Expiration date: 05/2014. Engineering analysis: the exact cause of the infection cannot be determined. The procedure was an open procedure and is the likely cause of the infection. The lot history record was reviewed and confirmed the product was sterilized per atrium medical's standard process. Atrium medical has completed a re-validation of the sterilization cycle (B)(4) that confirms the sterilization cycle ensures a minimum sterility assurance level (sal) of (B)(4). Summary/conclusion: it is unlikely that the mesh caused the infection. Open procedures are more susceptible to infection. Also, per the physician's statement, the potentially cause of the event could be obesity related.